Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that had not used the pump since (B)(6) 2016. When the customer decided to turn the pump back on the pump was unable to be turned on. During troubleshooting with tandem technical support the contact was directed to plug the pump into a power source. It was recommended that the customer charge the pump for an hour as the pump battery was completely depleted. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.